Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The patient experienced high vaulting and noted "wrong lens calculation in ocos". Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -7.00/+1.0/035 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The patient experienced excessive vaulting. On (B)(6) 2022, the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as user error; with no device related issues and noted "user selected wrong lens power; ocos worked well". Claim#: (B)(4).